Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's percutaneous lead had separated at the connector end of the system controller and approximately 2 inches of wires were exposed. The pt was at home and no alarms were reported at that time. The manufacturer recommended to secure the lead with electrical tape and to keep the pt on battery power. The pt was admitted into the hospital that night. The pt experienced periodic red heart alarms pursuant to the separation of the bend relief from the percutaneous lead connector, and while the pt was on batteries. The following day, the MFR's service technician performed a visual inspection which revealed the percutaneous lead had been wrapped in electrical tape by the pt. The tape was removed and it was found that the silastic strain relief had completely pulled away from the metal connector and 2 inches of wire and shield at the metal connector junction were exposed. The pt was connected to the power base unit with a modified ground cable and the system immediately read "pump disconnect and low speed operation". The history was reviewed and showed the pump disconnect alarms and the pump had been off for approximately 20 hours. The clinical staff was notified and through auscultation confirmed that the pump was not running. The pt had a systemic pulse, appeared stable and fairly asymptomatic. Approximately 2 weeks later the pump was explanted. The pt remains stable and was discharged home.

Manufacturer narrative:
The MFR is attempting to acquire the lvad for evaluation; however, the pump is being held in risk management at the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.